Event description:
Affiliate reported that csf leakage was noticed from the 3-way cock during drainage.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.